Event description:
It was reported that the device was forward firing after 11,662 joules used. Another fiber of the same model was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Correction to field g1. Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber exhibits a circumferential fracture, that was noticed at the distal part of the fiber. Mild detritus and moderate devitrification were observed at the tip, indicative of tissue contact. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The fiber was tested using the forward firing test fixture, the fiber output was measured, and the rate of forward firing is below the threshold for potential patient harm. It is probable that the tissue adhesion found at the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including distal circumferential fractures. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. The manufacturer has reviewed all information and determined this event no longer meets the reporting criteria for the device in question.

Event description:
It was reported that the device was forward firing after 11662 j used. Another fiber of the same model was used to complete the procedure. No patient complications were reported.